Manufacturer narrative:
Email is: regulatory.responses@icumed.com. Two device samples were received in used condition. During the initial visual inspection, it was not possible to detect any condition on the surface of the cuff or in the inflation system. A leak test was performed on both samples, one sample did not pass the test and one sample passed the test. To identify the leak in the failed sample device was inflated with the use of a syringe, then submerged under water, where a leak was identified in the cuff. The complaint was confirmed. The root cause was a hole in the cuff. This type of hole can be caused when the inflated cuff is in contact with some sharp edge, the unit is observed used, it seems that it got stuck during the intubation process and when pulling the device caused the leak. However, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Other text: d1, d4: model number, catalog number, lot number, expiration date and UDI number, g5: 510k, h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leakage on the tracheal tube. No injury reported. Patient involvement. "Patient intubated after cuff checked. Patient had no teeth, bellows not filling post intubation, increased air in cuff". New tube inserted.